Manufacturer narrative:
A partial product was returned to boston scientific for post market analysis. Conductor coil damage and insulation cuts were both observed at 62 and 80 mm, from the terminal pin. Engineers concluded from the product damage, that this was likely due to the use of a grabbing tool during the explant procedure. Additional insulation damage was noted at 85 mm and 253 mm from the terminal pin. Conductor coils were confirmed fractured at 253 mm from the terminal pin with the suture sleeve tie down location at 254-278 mm. Due the observed damage, no electrical testing was performed. Engineers concluded the damage appeared consistent with fatigue or stress in the region of the fracture site, most likely from the suture sleeve.

Manufacturer narrative:
Following product return and completion of laboratory analysis, a follow-up report will be submitted.

Event description:
Boston scientific received information that during a routine clinical follow-up, high out of range pacing impedance values were exhibited with this right atrial lead. Additionally, a decrease in sensing and loss of capture were noted. The patient was requested to return, with a follow-up x-ray confirming a lead fracture near the terminal end. A revision procedure was performed and the damaged lead explanted. The explanted product will be returned for a post market assessment and no specific adverse patient effects were reported.